Manufacturer narrative:
(B)(4). Medical product: 183024 vanguard cr ilok fem-lt 60 unknown; 183420 vngd cr tib brg 10x63/67 unknown; unknown biomet arcom 3 peg/post unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 07534; 0001825034 - 2018 - 07562; 0001825034 - 2018 - 07617. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent primary left total knee arthroplasty and underwent revision due to unknown reasons on unknown date after nine years post implantation. No additional information is available.